Event description:
It is reported that the large spike on the arm broke off when the surgeon removed the em/im guide from the patient's proximal tibia.

Manufacturer narrative:
Evaluation: as returned, the longer spike has fractured off and was returned with the complaint. The impaction/slaphammer engagement site indicates that the instrument has been impacted/extracted a number of times over the potential field age of approximately 10 years. The instrument has since been updated where a radius at the base of the spike was added to prevent a stress concentration. The manufacturing records have been reviewed and were found to be conforming. This issue is a previously addressed design issue.